Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient¿s device had never completely taken care of her problem and that she had a lot of problems. She stated that her healthcare professional (hcp) told her that she was a difficult person to work with because she has multiple problems and her they've never been controlled. The patient also stated that the device may have "vaguely" reduced her symptoms by 50% but she had hoped it would do more. The patient noted that she had no reason to go into the hcp office because the she "did the programming herself". She also mentioned ¿since she got the device" and patient was recently implanted with new ins and didn't know implant date of most recent ins. It was further noted that the battery was replaced due to normal battery depletion. Additional information received as patient had a new right knee put in 10/13/2016. Right after the day of surgery, frequency got changed drastically to every 15 minutes. Patient's friend brought their pp and they changed it but it did not continue to work. Patient called medtronic after 2 weeks of coming home. Patient had to change the setting once a week even if they want to maintain little stronger feeling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.